Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the medi-therm pad was leaking at the seam on to the patient surface. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device that was alleged to be leaking was not available for evaluation as it had been scrapped by the customer. A sample was sent from the same lot that the alleged leaking device came from.

Event description:
It was alleged that the medi-therm pad was leaking at the seam on to the patient surface. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the medi-therm pad was leaking at the seam on to the patient surface. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.